Event description:
The manufacturer received information alleging a ventilator did not meet acceptance criteria of the evaluation process due to the screen powering on blank. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the complaint was not duplicated, however a ventilator inoperative error code related to the circuit board confirmed. The device was scrapped as the unit is not needed for inventory.